Event description:
It was reported that the right atrial (ra) lead dislodged and was intermittently capturing at a high threshold. Failure to capture was also reported. The lead was placed into the ventricular port of a new dual chamber pacemaker and a new atrial lead was plugged into the atrial port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.